Manufacturer narrative:
Patient or user involvement information is unknown and was requested from the remote service engineer (rse). The rse was not able to provide additional information. No patient or user harm was reported. The se reported that they are not responsible for maintenance and the machine has been returned to a philips factory or maintenance. Based on the information provided, the alleged device malfunction and root cause could not be confirmed due to lack of further information furnished by the customer.

Manufacturer narrative:
Initial reporter: reporter phone number: (B)(6). Reporting address: (B)(6).

Event description:
The customer reported that a ventilator machine stopped. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). The investigation is ongoing.